Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 10 months post transfemoral tavr procedure the patient presented with a failed sapien 3 valve with a failure mode of stenosis. The patient underwent a valve in valve procedure to treat the condition. Per additional information provided by the vcc, the patient was admitted via heart failure symptoms. A tte performed reported bioprosthetic aortic valve well'seated, with severe aortic stenosis, aortic valve area 0.8 cm2, elevated prosthetic mean gradient of 56 mmhg due to pathologic prosthetic obstruction. A valve in valve was performed. Follow up tte performed 12 days post valve'in'valve tavr reported: no significant aortic regurgitation, and mean gradient is 17 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. Sections b.5 and b.7 have been corrected with updated information. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device (and/or relevant images), engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve stenosis was confirmed based on available information. The technical summary establishes through extensive complaint investigations, that stenosis/increased gradient events for s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Available information suggests that potential patient contributing factors (history of severe aortic stenosis and atherosclerosis) may have caused or contributed to the stenosis/increased gradient event post-implantation. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 10 months post transfemoral tavr procedure the patient presented with a failed sapien 3 valve with a failure mode of stenosis. The patient underwent a valve in valve procedure to treat the condition.